Manufacturer narrative:
The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The customer stated it is unknown if air/water nozzle was flushed with water and air. The customer also stated it was unknown if there were abnormalities in the accessories used for reprocessing. It was unknown if air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found bending angle in up direction did not meet the standard value due to wear of angle wire; adhesive on bending section cover had chipped, cracked and scratched; scope connector cover, suction connector, protector of universal cord on control section side, control unit, universal cord, grip, scope cover, plastic distal end cover, switch box, switch 2, forceps elevator lever, forceps elevator knob, upward/downward and right/left angulation control knob had scratched; universal cord, control unit, connecting tube had discoloration. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and no deviations from reprocessing the device according to the instructions for use (IFU) were reported. A definitive root cause of the foreign material in the nozzle could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had malfunction of zoom when connected with video system center and focus switching function. The device was returned for evaluation. During the device evaluation, the foreign object inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Based on the results of the investigation, it was also discovered that when the scope connected to the equipment, the error e243 is displayed. This was presumed to be due to a dent. The event could be detected/prevented by following the inspection method described in the instructions for use: "chapter 3 preparation and inspection 3.8 inspection of functions in combination with related equipment" as follows. [Focus function check] ¿video system center settings 1. If the nbi observation image or rdi observation image is displayed, switch to the normal light observation image. 2. Check the remote switch to which the focus switching function is assigned (remote switch 5 is the factory default). If it is not assigned, refer to the video system center's ``digitized documents'' and ``instruction manual'' to assign the function. ¿inspection of switching to close observation screen 1. Press the remote switch to which the focus switching function is assigned. 2. Check that the words "near focus" are displayed in the upper right corner of the endoscope image. 3. Make sure that you can clearly see objects that are approximately 2 to 4 mm away from the tip of the endoscope. ¿inspection of switching to normal observation 1. Press the remote switch to which the focus switching function is assigned. 2. Confirm that the words "near focus" disappear in the upper right corner of the endoscope image. 3. Confirm that the object approximately 20 mm away from the tip of the endoscope is clearly visible. Olympus will continue to monitor field performance for this device.